Manufacturer narrative:
D4 - primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.

Event description:
During an initial leadless pacemaker (lp) implant procedure, the helix became stretched while attempting to position the lp. The lp was removed and a new lp was used to complete the procedure. The patient was stable.